Event description:
The facility reported an infusion pump with a failure code 810:11. During biomed testing. The facility rep stated that no pt incident was reported on this pump since the last baxter service event.